Event description:
Reporter alleged the label on the back of the test strip vial for the glucose monitoring device has rubbed off. No other info was provided from the reporter. A request was made for the return of the suspect product and replacement product was sent.